Manufacturer narrative:
After receiving this complaint, we searched for others complaint regarding the lot number 8911347, and we didn't find any other complaint with the same defect. Checking the quality databases revealed one corrective and preventive action are ongoing monitoring CAPA-000152: "balloon issues on folysil and silicone prostatic catheters¿. The monitoring is done for deflation issue and is below the threshold. Subcontractor investigation revealed that a water inflation test was carried out on the sample received and no difficulty in deflation, the water was removed easily.

Event description:
According to available information, water could not be removed from the balloon of this device. During the inflation test, the water could not be removed. No other adverse patient effects were reported.

Event description:
According to available information, water could not be removed from the balloon of this device. During the inflation test, the water could not be removed. No other adverse patient effects were reported.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.